Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "off set self check failure - 1174" and "airway pressure sensing failure - 1052" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and attributed to a faulty transducer on the smart pneumatic board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.